Event description:
It was reported that during use the cytotoxic drug was able to leak past the clamp after inserting the drug into infusion bag with a bd phaseal secondary set c62. The following information was provided by the initial reporter: pharmacist complain that the cytotoxic drug able to leak pass the clamp of the secondary set c62 after inserting the chemo drug into the infusion bag.

Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. The final product for lot ta11606 is assembled and packaged at a supplier site. The supplier visually inspected the photos and a leakage past the clamp was observed. A device history review was performed and found no non-conformances associated with this issue during the production of lot reported. Product is manufactured according to specifications and inspected throughout manufacturing. The use of some high density fluids or viscous drugs may impact the clamp. Based on available information, without the physical sample to evaluate, and given that the review of the device history records showed no indication of the alleged defect, we were not able to identify a definitive root cause at this time.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the cytotoxic drug was able to leak past the clamp after inserting the drug into infusion bag with a bd phaseal secondary set c62. The following information was provided by the initial reporter: pharmacist complain that the cytotoxic drug able to leak pass the clamp of the secondary set c62 after inserting the chemo drug into the infusion bag.